Manufacturer narrative:
Device history record for the reported lot number was reviewed and confirmed that the lot was manufactured according to the approve manufacturing procedures. Retained samples were also tested and passed.

Event description:
Smart ez pump (se0200-100, lot# s8d34) containing zosyn 4.5 grams in 0.9% sodium chloride 100 ml is leaking/spraying at the filter seam.